Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the adhesive of the objective lens peeled off. Additional evaluation findings are as follows: 1.) Defects of the insertion section; 2.) Defects of the distal end; 3.) Connector defects; 4.) Control body defects; 5.) Universal cord/video cable noted damaged. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ltf-s190-10, endoeye flex deflectable videoscope to olympus for repair due to a report of a leak. Upon inspection and testing of the returned device, it was noted that the adhesive of the objective lens was peeled off. This report is submitted due to the finding that the adhesive of the objective lens peeled off. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the adhesive of the objective lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.